Event description:
2 at/af episode s, most recent on (B)(6) 2020, longest lasted> 2 hours, suspected in termittent rv under-sensing (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).